Manufacturer narrative:
Additional information received indicated that there was an audible continuous alarm for 5 seconds and then it stopped alarming. The event was associated with the patient's primary controller and was powered up just prior to the smr upgrade. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal nickel-metal hydride battery (nimh) battery which drives the no power alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification for duration. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the reported event can be attributed to a faulty internal nickel-metal hydride battery battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during the software maintenance release (smr) upgrade, the patient's controller stopped alarming at 5 seconds upon testing the "no power alarm". The controller was removed from service and exchanged with no reported patient consequence. No further information was provided.